Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause and the location of the hernia were not reported. It was not reported if the patient was hospitalized for the event. It was reported that due to the hernia, the patient had to be switched from apd therapy to hemodialysis. It was not reported if further treatment for the hernia was provided. It was not reported if the patient was recovered or recovering from the event. No additional information is available.